Event description:
A technician reported a pt with blurry near vision due to the intraocular lens (iol) being off center in one eye. Additional information received from the technician indicated that the pt has difficulty reading fine print. The pt has multifocal iols in both eyes. The surgeon confirmed that the lens is off center in the left eye; while the one in the right eye is well centered. The surgeon is considering a secondary procedure to reposition the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).